Event description:
The reporter obtained 350mg/dl and 105mg/dl blood glucose results on the accu-chek advantage system. The reporter states that she obtained an additional comparison with blood glucose results 350mg/dl and 112mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.